Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage underwater testing were performed, and it was noted that there was a leak observed at the gland of the third y-site clearlink. Priming was performed, and a leak was observed in the gland of the third y-site clearlink. An autopsy was performed on the third y-site clearlink, and it was noted that there was damage to the gland. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from the second lowest y-site (clearlink) port that was connected to the patient. This was observed 7 minutes into the keytruda infusion. There was a drug spillage of 25 ml on the floor. The drug sprinkled onto the patient and patient's relative; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) g1: device manufacturer address 1: (B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.